Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted .

Event description:
It was reported by the surgeon on 04/19/2016, in (B)(6) 2016 a male patient born in (B)(6)received a smart toe implant ref (B)(4), right foot, second toe pip joint. Joint surfaces were brought together normally and operation was completed as planed. Now patient has some pain and x-ray shows that joint surface is open.